Manufacturer narrative:
Per the sterrad user guide, warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. This is three of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00101 and 2084725-2010-00102.

Event description:
An experienced healthcare worker (hcw) was reported to have contact with h2o2 in liquid form, that was located at the bottom of the kimberly clark (kc) wrapper. The sterrad tray and packaging was noted to have a white residue substance. The hcw was not wearing any ppe at the time of the contact. The hcw experienced a rash and itching on the top of both hands. Also she touched her ear and developed a white marking and itching on her ear from possible transfer. The hcw did not seek medical treatment. This is report three of three.